Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the guidewire is confirmed; however, the exact cause is unknown. One photograph of an accucath ace was returned for evaluation. An initial visual observation of the photograph showed the accucath ace with the needle and guidewire exposed. The guidewire was observed to be exiting the needle shaft at the flash notch. Use residues were observed on the sample. No additional damage to the sample could be seen in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported difficulty deploying the accucath guidewire while in procedure. Difficulty threading catheter into the vessel when access was determined. Device removed entirely to find the accucath wire exiting out the side of the needle. Patient required 2nd stick no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.